Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional prostyle devices with the same reported issue referenced are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified left common femoral artery using a prostyle device post peripheral artery atherectomy procedure using a 7f sheath. Reportedly, when the needle plunger was removed after deployment a suture break occurred. An attempt was made with a second and third prostyle device; however, when the needle plungers were removed, suture breaks occurred. Another prostyle device was used successfully to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4: correction of lot number from lot #2012641 to 1111841.